Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while attempting to charge the pump using the wall adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump by plugging it into a computer. The customer¿s blood glucose level was 223 mg/dl.